Event description:
In an article, it was reported that a patient was seeing "unwanted images" and had light sensitivity following intraocular lens (iol) implant surgery. The patient was treated with medication. Six months after the surgery, at the consumer's request, the lens was exchanged for another brand. Since the exchange, the authors stated that she has had "preferable results". In a follow-up with one of the authors, he stated that the iol exchange occurred in 2002 or early 2003.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Jin y, zabriskie n, olson r. Dysphotopsia outcomes analysis of two truncated acrylic 6.0-mm intraocular optic lenses. Ophthalmologica 2009; 223:47-51. Additional information was requested on by 04/20/2009 and 04/24/2009 by fax, mail, and email. A completed questionnaire has not been received.